Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(6).

Event description:
It was reported that a balloon rupture and shaft fracture occurred and that a device fragment was left inside the patient. The patient presented for cardiac catheterization. The target lesion was located in a tortuous and calcified right coronary artery. A 2.x4.00mm omega stent was introduced and implanted. It is unknown if the lesion was pre dilatated before the attempt to implant the stent. Following stent implantation, no improvement was observed in the vessel lumen. The physician tried one more post-dilatation with the same balloon, but the balloon ruptured. The physician attempted to retrieve the balloon by pulling on the catheter 'a few times'. 'A lot of strength' was used until the shaft broke leaving the balloon inside the patient. The patient was moved to the ICU to be controlled and stabilized. The patient is stable, under control and is being monitored. This product is only ous approved but it is similar to an approved us device.